Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 14mm x 12mm located in the cavernous segment of the right ica (internal carotid artery). The patient was given aspirin and plavix. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.75mm x 25mm) opened fine, but it was removed since the physician believed it was too short. The second pipeline (4.75mm x 35mm) had difficulty being released from the capture coil despite several deployment techniques. The system was then pulled proximally until the pipeline was in the intended delivery area. Once in the desired location, further attempts were made to release the pipeline from the capture coil by rotating the pusher and the pipeline finally released from the capture coil. The pipeline was placed under the aneurysm, but the middle portion of the device would not open. Several attempts were made to open the pipeline by using advanced deployment techniques, but without success. The decision was made to remove the device and procedure was concluded. The patient was reported as being fine. No patient injury was reported as a result of the procedure.